Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and pacing inhibition. Boston scientific technical services (ts) reviewed the stored events and discussed that it appeared that the minute ventilation (mv) signal was being oversensed on the rv channel. The mv signal was turned off to prevent further noise. Ts discussed troubleshooting and evaluating the rv lead. It was also noted that the pace impedance measurements had been stable over the last year, however within the last 6 months there had been more variability between 600 ¿ 800 ohms. Additional information was received indicating no noise had been observed in bipolar since mv was turned off at the last office visit, verifying that noise was only in unipolar. The previously observed noise was unable to be reproduced. It was also noted that a high out of range pace impedance measurement had been observed. Pace impedances were tested with pocket manipulation in various vectors and the measurements were consistently 600-700 ohms. Lead safety switch was turned off and the upper limit was raised. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this patient presented to the emergency room after a red alert had been generated for pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. Threshold measurements were within normal limits; however, there were two loss of capture beats with no underlying rhythm which caused the patient to feel dizzy. A revision procedure was performed and the device and associated rv lead were removed from service and replaced. The root cause of the reported clinical observations was not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.